Event description:
Customer reported a loose wig wag lock. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the wig wag brake pad. System operates as intended. (B) (4).